Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow-up, two vf events were observed due to possible dislodgement of the rv lead. The lead was explanted and replaced.